Manufacturer narrative:
The technician found the bed exit tape switch was shorted. He replaced the bed exit tape switch to repair the bed.

Event description:
Information received indicates the bed exit can be set but does not alarm.